Event description:
It was reported that during device change out, externalized conductors were observed between the rv and svc shock coils via x-ray. No electrical anomalies were found. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.